Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿sutureless connector ¿ coring/tears/cuts in seal¿. Leaks were observed during leak testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from a manufacturing representative reported the pump and catheter were explanted on (B)(6) 2015. The system was delivering morphine at 40 mg/ml. The patient was not in a clinical study. The device was to be returned to the manufacturer. Multiple motor stalls occurred. The patient complained of withdrawal symptoms over a few weeks. The motor stalls were noted after the pump was interrogated. The device was used with/in the patient. There was no patient injury. The intended use of the device was treatment. There was no patient death. After the device was removed, the patient recovered without sequela. The patient experienced a gradual loss of therapy. A rotor study was not performed. A dye study was performed with results of kinked catheter. The hcp attempted to aspirate through the catheter access port (cap) and got a very scant amount (barely measurable). The hcp attempted to inject dye through the cap (saline was in the pump/catheter) and they were unable to inject because they met too much resistance. The hcp reported through a manufacturing representative that he felt like he saw a kink via fluoroscopy. The hcp implanted a system from a different manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that there were multiple motor stalls per the logs over "days". The patient reported to the physician feeling withdrawal symptoms. The patient was scheduled for a dye study on (B)(6) 2015, and the catheter did not aspirate, so the hcp took the medication out of the pump and replaced it with saline in the pump reservoir to attempt a dye study the next week. On (B)(6) 2015, a second study was attempted, and the hcp was unable to push dye through the pump. The hcp felt the "pump was kinked." The patient would be scheduled for a catheter revision and possible pump replacement. The issue was not resolved at that time. The patient had saline in the pump only as of (B)(6) 2015. The patient status was "alive-no injury". No revision had been scheduled as of (B)(6) 2015. It was unknown when the motor stalls first occurred, or when the patient started experiencing the withdrawal symptoms. Since the revision had not been scheduled, it was unknown whether the issues were resolved. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.